Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with atrial fibrillation (af) with the last episode still in progress. Device evaluation noted atrial undersensing which was resulting in atrial tachycardia response (atr) episodes starting and stopping. The lead safety switch (lss) had been triggered due to out of range pacing impedance measurements on the atrial channel. Bipolar pacing impedance measurements were stable so the lead was reprogrammed back to bipolar mode. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that the lss had been triggered again. The caller noted that the out of range pacing impedance measurements were also being produced in bipolar configuration. Also, sensing measurements are not good in bipolar but stable unipolar sensing measurements were confirmed. A boston scientific technical services consultant discussed programming options with the caller who will communicate the discussion with the patient's physician. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.